Event description:
As a result of a surgical excision in the doctor's office and resulting spotting. I had to purchase female hygiene sanitary pads for the first time in 12 years. I purchased stayfree ultra thin. For the past 5 days, I have been suffering from an excruciatingly painful rash on my derriere - it is beet red, inflamed, and has some pustules. Nothing I've been doing has gotten rid of this yet. At various times, I've tried hot baths, neosporene, vaseline, baby cornstarch, and benadryl. In addition, I've washed all clothing and bed linens that may have come in contact with the pads. I can't wait for my doctor's appointment in 2 days to see if he can prescribe something that will relieve this. On the day I first suspected the pad, I immediately removed it and cleaned the area with fragrant free soap. Throughout the day, while I was at work, the rash just intensified. I suspect the irritating ingredient was still on my underwear. I cannot believe that a company is permitted to sell a product that causes such grief to a consumer. A search of the internet shows that I am not alone. Please, please do something to remove this product from the shelf before any more women have to suffer. P.s. In completing this form, it wouldn't let me proceed or submit without checking all kinds of boxes that don't apply. Dates of use: 3 days, (B)(6) 2012.